Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a patient (taking chemotherapy) had an open area below the stoma where the edge of the convex mass has caused an open area on the skin. The area started out as redness then evolved into open skin. The patient was advised on the use of powder and eakin products to cover the area. It was also discussed with the patient about an alternate pouching system and to call back if the condition worsens. No additional information was provided. Patient outcome is unknown.